Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A user facility reported that an intraocular lens was defective in the cartridge. In a follow up with the facility, it was reported the haptic was bent in the cartridge. There was no patient harm, but there was a five minute delay in the surgical procedure.